Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of guidewire kinked prior to use was confirmed by the photo. The customer returned one opened sac kit for analysis. The introducer needle was not returned. No definite signs of use were observed. Visual inspection revealed two major kinks in the guide wire body. Kinks in the catheter were observed in the same locations as the guide wire. Creasing in the guide wire protective tubing was observed. Additionally, offset coils were observed towards the proximal end of the body. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The major kinks in the guide wire measured 183mm and 241mm from the distal end. The guide wire total length measured 348mm, which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter measured 0.52mm , which is within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through a lab inventory 20 ga introducer needle. The guide wire was able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "precaution: use of excessive force may damage catheter or guidewire.". The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Several kinks were observed on the guide wire body. In addition, several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the arterial catheter is bent in one of its sections. No patient involvement with the device was reported. Another device was requested for use.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the arterial catheter is bent in one of its sections. No patient involvement with the device was reported. Another device was requested for use.